Event description:
During process to do transseptal puncture the needle passed through sl1 sheath not through the end hole but punctured through side of sheath 1 cm from distal tip. Whisper ms wire advanced with fluoroscopy and it was then identified that the needle and wire were not coming out of distal tip or sheath, but were protruding through the side of sheath 1 cm from the distal tip. At this point attempted to pull wire back into sheath approximately 8.5 cm of end of wire sheared off and was in left atrium. Dr. (B)(6) was in the department and initially, the wire was able to be brought right-sided with attempted snare, but there was incomplete snaring. The wire was then free in the right atrium and migrated into the right ventricle and out into the pulmonary artery. At this point, the sl1 sheath was exchanged for a steerable agilis sheath. The agilis sheath was transitioned over a j-tipped wire into the pulmonary artery. The agilis sheath was never advanced without the wire out in front of it. The wire was then removed and an ensnare catheter was positioned in the agilis sheath. The transected wire was successfully captured with the ensnare device and retrieved into the sheath. The agilis sheath was then withdrawn to the right atrium. Patient was observed for 15 minutes and decision made to proceed with procedure.